Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issue with three infusion sets and the tape was not sticking due to the insertion into the irritated area on (B)(6) 2026. The patient went to the emergency room on (B)(6) 2026 due to high blood glucose levels and elevated ketones and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the emergency room after spending one and half days on (B)(6) 2026.